Event description:
The lead was returned to the manufacturer after being explanted due to unknown reasons. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The device was returned but analysis could not be performed due to legal restrictions. Concomitant products: dtbb1d4 ICD, implanted: (B)(6) 2013; 305u23 tissue valve, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.